Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included vibration testing without duplicating the report. The preventative maintenance and calibration were performed. The device was recertified and returned to the customer. The patient circuit was not available for review as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 69 year old male patient, the device displayed a "patient disconnect" and "circuit leak" messages that could not be cleared. Complainant indicated that the clinician bag ventilated to continue treating the patient.